Event description:
It was reported the device will not power up, and the battery gets hot. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found the main printed circuit board was out of specification, the lower case was broken, the ring was bent and the battery drawer was contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found the main printed circuit (pc) board was out of specification, the lower case was broken, the ring was bent and the battery drawer was contaminated. A detailed analysis was performed on the main pc board. This analysis found that a transistor was damaged from heating, after this damage it was not capable of providing battery power to the larger system thereby preventing normal operation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.